Manufacturer narrative:
Visual analysis of the photos identified brown, red and yellow particle materials on the shell, creases and an opening on the radius side. Device patch with lot number 213329. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " implant rupture, pain and haematoma. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported " implant rupture, pain and haematoma. Device has been explanted. This relates to the right side.